Event description:
Facility alleges pt developed backpain & itching early into treatment on 3 different occasions. In all, symptoms were treated successfully with benadryl. This is one of 3 incidents on same pt - 7/6/95.